Manufacturer narrative:
The meter was returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 58%, donor 2 hct: 58%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable inr results for 2 patients from a coaguchek xs meter with serial number (B)(4). Based on the data provided, there was a discrepant result for 1 patient with the coaguchek xs meter compared to the laboratory. At 12:00 pm the result from the meter was 6.5 inr and was reported to the patient's doctor. The result from the laboratory was 4.8 inr using the dade innovin method. The customer considered the laboratory result to be correct. There was no allegation of an adverse event and the patient is doing "okay". The patient did not receive treatment based on the incident. The customer did see the qc checkmark. The patient was not anemic. The customer was not sure if the patient had antiphospholipid antibodies, started new medications, or changes in diet. The patient had no additional illnesses and did not have symptoms of bleeding or bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294946) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.